Event description:
It was reported that the patient underwent a surgical procedure to remove an artificial urinary sphincter (aus) due to inflation issues and loss of function. A second procedure was performed on a later date during which a new aus was implanted. No patient complications were reported.